Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that for the last couple of months, when recharging the implanted neurostimulator, the recharger would display eri. Agent reviewed eri/eos meanings and expected time-frames with the pt. Pt said that the device wasn't working right so they needed to get a hold of a rep to coordinate a meeting. Pt said that they thought that they let the ins go dead too many times. Pt said that instead of stimulating their lower back and legs, the stimulation was up in their chest area on the right hand side. When asked for the event date, pt said that it happened before, but when they charged the ins last time, that was where the stimulation went. Pt said that sometimes it (therapy) would go off by itself and they would have to get the programmer and sort of reboot the device. Agent redirected pt to hcp to further address the reported issue. When asked for managing hcp, pt said that they hadn't seen hcp in a couple or three years. Agent then understood that the pt said that they had to do their neck and they didn't like the way that hcp handled office visits, so they wouldn't be going back to hcp. Pt said that another hcp, who had put the ins in, but hcp was no longer there. Pt said that they had called a number yesterday that they had for a rep, but they thought they said it was some sort of financial institution, so the rep was no longer there either. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that the cause was not determined.